Manufacturer narrative:
Medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg) (sn: (B)(6) as well as the associated device data. Visual inspection of the returned bfg noted no defects. The bfg passed all functional and electrical tests with no defects identified. Evaluation of the device data indicates there were no issues recorded with the bfg, nor on the arm cart assembly to which it was attached. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the bipolar fenestrated grasper and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, the surgeon was performing opening of the peritoneum, hernia sac reduction, and while performing hemostasis the bipolar fenestrated grasper (bfg) intermittently stopped responding to teleoperation commands. The surgeon was using the left-hand controller, and on three separate occasions, the surgeon gave input, but the instrument did not move. The surgeon was able to fully control the right-hand instrument throughout the procedure without any issue. The bfg was not locked completely, and no error messages were displayed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, the surgeon was performing opening of the peritoneum, hernia sac reduction, and while performing hemostasis the bipolar fenestrated grasper (bfg) intermittently stopped responding to teleoperation commands. The surgeon was using the left-hand controller, and on three separate occasions, the surgeon gave input, but the instrument did not move. The surgeon was able to fully control the right-hand instrument throughout the procedure without any issue. The bfg was not locked completely, and no error messages were displayed. There was no patient injury.